Event description:
#10069327---product quality issue, 10069892---syringe leak from jpsr(joint patient safety reporting system): nurse was giving flu vaccine high dose and vaccine leaked out of syringe, lot # ut8437da, exp 2025/06, influenza vaccine fluzone high dose 0.5ml single dose, sanofi pasteur inc.; lot# 4326210, exp 2027/08/30; hypo needle pro 25gx1in smiths medical asd inc.